Event description:
On (B)(6) 2025, the customer reported erroneously elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 440340) patient results were generated on the customer's access 2 immunoassay analyzer (part number 81600n, serial number (B)(6). The customer provided results obtained for 4 patients. (Hstni normal range used by customer: men: < 19.8 ng/l; women: < 11.6 ng/l). Patient 1 (sample ID (B)(6): first result was 39.4 ng/l while after repeat on an alternate analyzer (same method) it was 6.6 ng/l. The patient was redrawn. (Sample ID (B)(6): the result was 30.6 ng/l and after repeat on the alternate analyzer (same method) result was 7.5 ng/l. Patient 2: (sample ID (B)(6) first result was 26.9 ng/l while after repeat on an alternate analyzer (same method) it was 1.9 ng/l. The patient was redrawn. (Sample ID (B)(6) the result was 23.3 ng/l and after repeat on the alternate analyzer the result was 1.9 ng/l. The patient was redrawn and result obtained was lower (result not provided). Patient 3: (sample ID (B)(6) first result was 35.7 ng/l while after repeat on an alternate analyzer (same method) it was 6.3 ng/l. Patient 4: (sample ID (B)(6) first result was 317.7 ng/l while after repeat on an alternate analyzer (same method) it was 3.8 ng/l. The patient was redrawn and the result obtained was 4.0 ng/l. The 4 patients were reported to have undergone a treatment without providing further details. Patients had a prolonged stay in hospitalization sectors or intensive care unit (ICU), as a result of the erroneous results obtained. There was no report of further harm to the patient as a result of the change in treatment. There were no hardware errors or issues with other assays reported in conjunction with this event. System check passed on 26mar2025, 01apr2025 and 04apr2025. Calibration passed on 29jan2025 with reagent lot 440340 and calibrator lot 439486. Calibration passed on 02apr2025 with reagent lot 440340 and calibrator lot 439785. Quality control (qc) was passing within the laboratory¿s established ranges for all assays. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. No sample integrity issues were reported by the customer.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control (qc) were passing within specifications at the time of the event. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. Customer technical support (cts) assisted the customer over the phone on (B)(6) 2025. The customer was requested to check the error log, and it was found that the instrument reported 4 consecutive dark count luminometer errors. Cts set up a service. A field service engineer (fse) was dispatched to customer¿s site on (B)(6) 2025. He checked the error log and found 5 messages of dark counts outside limits. The instrument was verified to meet performance specifications. He verified the ultrasonic voltages, and it was within specifications. He verified the ultrasound temperature and the hydraulic flow, which were as expected. He checked the dark count and obtained results within specifications as well. The fse was communicated that two maintenances were performed by the operator, one on (B)(6) 2025 after which the erroneous results were identified, and the other one on (B)(6) 2025. The dark count error messages may be related to these maintenances during which the equipment covers were likely opened. Controls and precision study were performed, and no more erroneous results were generated. In conclusion, the primary cause of the reported erroneous hstni results could not be determined with the information provided. It is suspected that dark count error messages obtained at the time of the event may be related to daily maintenances performed by customer during which the equipment covers were likely opened. However, the exact cause cannot be confirmed. There is no evidence of a failure of a beckman coulter product.

Event description:
Note: this report replaces a multi-patient report initially grouped in error. Separate reports have now been created for each of the four (4) patients. This medwatch will address patient 1. On (B)(6) 2025, the customer reported erroneously elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 440340) patient results were generated on the customer's access 2 immunoassay analyzer (part number 81600n, serial number (B)(6). ¿ the customer provided the following results: (hstni normal range used by customer: men: < 19.8 ng/l; women: < 11.6 ng/l) patient 1 (sample ID (B)(6): first result was 39.4 ng/l while after repeat on an alternate analyzer (same method) it was 6.6 ng/l. The patient was redrawn. (Sample ID (B)(6): the result was 30.6 ng/l and after repeat on the alternate analyzer (same method) result was 7.5 ng/l. The patient was reported to have undergone a treatment without providing further details. Patient had a prolonged stay in hospitalization sectors or intensive care unit (ICU), as a result of the erroneous results obtained. There was no report of further harm to the patient as a result of the change in treatment. There were no hardware errors or issues with other assays reported in conjunction with this event. System check passed on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. Calibration passed on (B)(6) 2025 with reagent lot 440340 and calibrator lot 439486. Calibration passed on (B)(6) 2025 with reagent lot 440340 and calibrator lot 439785. Quality control (qc) was passing within the laboratory¿s established ranges for all assays. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. No sample integrity issues were reported by the customer.

Manufacturer narrative:
This report replaces a multi-patient report initially grouped in error. Separate reports have now been created for each of the four (4) patients. A1: the full patient identifier is case (B)(6). This medwatch will address patient 1. The rest of the investigation is unchanged: a2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. ¿ no hardware errors or other assay issues were reported in conjunction with this event. ¿ system performance indicators such as system check, calibration and quality control (qc) were passing within specifications at the time of the event. ¿ there is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. ¿ customer technical support (cts) assisted the customer over the phone on (B)(6) 2025. The customer was requested to check the error log, and it was found that the instrument reported 4 consecutive dark count luminometer errors. Cts set up a service. ¿ a field service engineer (fse) was dispatched to customer¿s site on (B)(6) 2025. He checked the error log and found 5 messages of dark counts outside limits. The instrument was verified to meet performance specifications. He verified the ultrasonic voltages, and it was within specifications. He verified the ultrasound temperature and the hydraulic flow, which were as expected. He checked the dark count and obtained results within specifications as well. The fse was communicated that two maintenances were performed by the operator, one on (B)(6) 2025 after which the erroneous results were identified, and the other one on (B)(6) 2025. The dark count error messages may be related to these maintenances during which the equipment covers were likely opened. Controls and precision study were performed, and no more erroneous results were generated. In conclusion, the primary cause of the reported erroneous hstni results could not be determined with the information provided. It is suspected that dark count error messages obtained at the time of the event may be related to daily maintenances performed by customer during which the equipment covers were likely opened. However, the exact cause cannot be confirmed. There is no evidence of a failure of a beckman coulter product.